Event description:
It was reported that during a bwi-sponsored clinical study, a patient underwent an index cardiac ablation procedure with a qdot micro¿ catheter on (B)(6) 2025. On (B)(6) 2025, patient experienced pericardial effusion during ablation categorized as severe and serious defined by in patient / prolonged hospitalization with an admission date of (B)(6) 2025 and a discharge date of(B)(6) 2025. Relationship to study device is not related and relationship to the index study procedure is causal. The adverse event is expected/anticipated. The outcome is recovered/resolved with an end date of(B)(6) 2025. Intervention was pipericardial puncture with pigtail-katheter.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31572968l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).